Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the sensor is designed to report readings of 2.2 mmol/l to 27.8 mmol/l. It should be noted that this sensor does not give numeric value for readings less than 2.2 mmol/l. A "lo" display message indicates a reading less than 2.2 mmol/l. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported that the trend arrow was down at the time of the readings. Customer reported receiving readings of 9.3 mmol/l, 4.4 mmol/l, 2.6 mmol/l, 2.3 mmol/l and "lo" (less than 2.2 mmol/l) within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated. No product has been returned and a valid serial number has not been provided for the sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensor continues to be safe, effective, and perform as intended in the field. Stability data for the libre sensor was reviewed and showed no anomalies or non-conformance that could have led to the complaint. A tripped trend review was conducted for the reported complaint and the libre sensor, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported that the trend arrow was down at the time of the readings. Customer reported receiving readings of 9.3 mmol/l, 4.4 mmol/l, 2.6 mmol/l, 2.3 mmol/l and "lo" (less than 2.2 mmol/l) within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.